Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. The patient stated that his device stopped functioning. Troubleshooting measures were performed but he states that the pump feels empty. The aus is currently implanted. There were no additional patient complications.